Manufacturer narrative:
Updated block: d9.

Manufacturer narrative:
Updated blocks: h3 and h6. Per the supplier evaluation, the pump was set to 2.50 liters per minute (l/min) and the sensor was reading 3.56-3.61 l/min. When set to 3.50 l/min, the sensor read 4.65-4.68 l/min, and when set to 5.00 l/min the sensor read 6.21-6.27 l/min. The sensor was found to have a defective channel 2 with an extremely high standard deviation. A visual inspection of the sensor was performed, noting a few minor marks, indicating the potential that the sensor may have been dropped by the user. This could have caused damage to the ceramic, which would not lead to immediate failure but could result in the very significant measurement deviations. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the perfusionist, the flow captured from the heart lung machine (hlm) was reading around 6.0 liters per minute (l/min) but the flow from the bpm flow sensor was variable from 2.0 to 6.5 l/min. Per the manufacturer's clinical specialist, the perfusionist stated there was no manipulation at the field or any visible changes to explain the variable flow from the flow reading, as no changes were present. It was explained that the bpm flow can read a new flow every 10 milliseconds and display a new reading on the monitor every second. Additionally, there can be some allowable variance of a flow probe so there can be some discrepancies in flow between sensors and still be accurate.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the blood parameter monitor (bpm) flow sensor was variable from 2.0 to 6.5 liters per minute (l/min). As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.